Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: early cryoablation after first diagnosis of atrial fibrillation reduces arrhythmia recurrence in heart failure patients. Jacc asia. 2024; 4:857¿871 doi: 10.1016/j.jacasi.2024.08.005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the optimal timing of cryoballoon ablation after the first clinical diagnosis of atrial fibrillation (af) and its prognosis for patients with heart failure (hf). Patients undergoing an ablation were divided into two groups; those with an ablation less than six months after the diagnosis of af (early-ablation group) and those greater than six months post diagnosis (delayed-ablation group). The authors described patient deaths which occurred in both groups; however, the causes of death were unknown and categorized by all cause or cardiovascular deaths. There is no allegation of device or procedure death relatedness indicated in the article; however, the cause of death and device-relatedness has been requested, but not yet received. There were patients who experienced stroke, cardiac tamponade, phrenic nerve injury (pni), pseudoaneurysm, arteriovenous fistula, groin hematoma and prolonged hospitalization due to worsened hf. The groin hematoma required a blood transfusion, and all phrenic nerve injuries recovered during the follow-up period without serious symptoms. The status of the catheters and sheaths is unknown. No additional adverse patient effects were reported.